Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) (value not provided) and low blood glucose of 46 mg/dl. Customer drank soda to address low bg level. Reportedly, customer declined to provide additional information regarding high bg.